Manufacturer narrative:
Additional, changed, and/or corrected data:b.5, d.7, h.6.

Event description:
Device has been explanted. Additionally, "particles in valve" was reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side ¿deflation.¿ the device remains implanted.